Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was "potentially damaged" during the implant attempt. The lead was explanted and replaced due to the high number of turns it took to extend the helix of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead could not navigate the tortuous venous anatomy and a distorted right ventricular (rv) chamber.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix bent. The lead was returned with a pinch on tool on the connector pin. The connector pin is bent. If information is provided in the future, a supplemental report will be issued.